Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during packing the products, the imaging part of the catheter was separated from the sheath.

Event description:
It was reported that resistance was encountered during catheter removal. The target lesion was located in the crotch (left main, left anterior descending and left circumflex artery) of the left coronary artery. During a percutaneous coronary intervention (pci), when the stent implantation was completed, an atlantis¿ sr pro imaging catheter was selected to diagnose the lesion. When the atlantis¿ sr pro was then attempted to be removed, some resistance was encountered. The physician then tried to rotate the imaging catheter at the certain angle;however, it failed. Then, the physician attempted to apply excessive force to remove the imaging catheter. However, it was noted that the non-bsc guide catheter touched the implanted non-bsc stent. Subsequently, shortening and deformation occurred with the expanded stent. Finally, the physician removed the guide wire first and then removed the imaging catheter. After the imaging catheter removal, it was noted that the guide wire exit port of the imaging catheter was lifted. The procedure was complete with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. Kinks were observed in the imaging window at 97.6 cm and at 91.5cm from femoral marker to the distal end. There was damage observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during packing the products, the imaging part of the catheter was separated from the sheath.